Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light sources power switch cannot be pushed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h11 corrected fields: b5, g2 (add healthcare professional) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "power button is stuck" was caused by a faulty power switch and faulty power supply. Olympus will continue to monitor field performance for this device.

Event description:
The intended diagnostic procedure was completed using a similar device, and without delay.